Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 15 dec 2023 from the caregiver (cg) of a 69-year-old male patient with a medical history including diabetes and end stage renal disease, who stated the patient ¿fell backwards¿ and was taken to hospital during a hemodialysis treatment on 15 dec 2023. Although requested, additional information was not provided.